Event description:
Reporter alleged patient was in the hospital due to condition not related to diabetes and had a meter to lab comparison performed. It was reported meter read hi at 2036 and then a repeat measured 300 mg/dl at 2039 however the lab result was 192 mg/dl at 2130. Reporter stated the patient was treated with insulin at 2100 based on the 300 mg/dl result after the lab draw was performed. A request was made for the return of the suspect device and replacement product was sent.